Event description:
It was reported that non-sustained right ventricular oversensing (nsrvo) due to right ventricular (rv) noise and decreased sensitivity was noted on the rv lead. No changes or intervention was performed, and the patient will continue to be monitored. There were no patient consequences.